Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an issue in which the pyxis screen was stuck on initializing devices manager. The customer reported that the station was in the emergency room, and they had another station on the same place. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation, it was determined that the screen was stuck on initializing devices. A field service engineer (fse) checked the lights, rebooted to the hardware test application (hta), and found all devices except the refrigerator. The fse shut down the pyxis, turned off the refrigerator, unplugged and replugged the battery, and restarted both devices. The screen came on, and the previous drawer issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.